Event description:
The customer reported that they had a "loudspeaker error". Sound was not confirmed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.